Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 1.3, repeat=2.6. Pt self tester's mother called reporting imprecision on inratio meter. She states that for the first result (1.3) she was milking the pt self tester's finger; she notes that upon re-test on fresh finger (2.6), she did not need to milk the finger. Time between testing: 2 mins. Therapeutic range = 2-3.

Manufacturer narrative:
Customer was milking the finger for the initial test. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Milking the finger may cause contamination with interstitial fluids any may lead to inaccurate inr result. User did not provide a reference result for direct comparison provided inratio result. Insufficient info provided to determine conformance to established accuracy standards. Further comparative accuracy analysis is not possible. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.3; 2nd = 2.6, mean = 1.95, sd = 0.92, %cv = 47.14. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. The last in-house therapeutic donor testing performed on reported lot 305773 on (B)(4) 2013 yielded the following results: donor (B)(6), inratio: 2.3, 2.0, 2.0, reference: 2.51, bias threshold: 1.51 - 3.51, %cv: 8.25. Donor (B)(6), inratio: 2.6, 2.7, 2.9, reference: 3.31, bias threshold: 2.31 - 4.31, %cv: 5.59. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No technique error observed. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.